Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting, and found a no delivery alarm do to empty reservoir in the alarm history. The customer was advised to speak to a health care provide about the cause of the unexplained high blood glucose. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.